Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle cannula broke off during use. The following information was provided by the initial reporter: material no. 328411 batch no. 9343879. It was reported that needle broke off into the injection site. Was able to remove needle with fingers, no medical attention sought. Verbatim: consumer reported that the needle broke off into the injection site during injection. Consumer does not re-use, said he was able to remove the needle with his fingers. No medical intervention.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-07-29. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use n lot # 9343879. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle breaks off during use) was captured and addressed appropriately. Investigation summary: customer returned (91) 30gx12.7mm, 1ml bd insulin syringes from lot 9273995 (1 used and 90 unused). Consumer reported that the needle broke off into the injection site during injection. The syringe that was returned after use was examined, and it was observed that the cannula was separated from the barrel; no adhesive was observed within the glue well, and a glue bead was observed attached to the cannula. 30 out of the 90 syringes returned unused were examined, and it was observed that 4 syringes exhibited adhesive splatter. Samples will be forwarded to manufacturing (holdrege) on 12aug2020 for further review. A review of the device history record was completed for batch# 9308772. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200863338, 200862935] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula separates, adhesive splatter). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1747785, on 12aug2020, holdrege received a complaint, via pictures, from material 328411, batch 9343879. Visual inspection of the pictures showed no adhesive in the glue well, a bead of adhesive on the cannula, and adhesive on the barrel. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 9343879. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle breaks off during use) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9308772. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle cannula broke off during use. The following information was provided by the initial reporter: material no. 328411 batch no. 9343879. It was reported that needle broke off into the injection site. Was able to remove needle with fingers, no medical attention sought. Verbatim: consumer reported that the needle broke off into the injection site during injection. Consumer does not re-use, said he was able to remove the needle with his fingers. No medical intervention.